Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and verified the reported event. The cse replaced the gui printed circuit board (pcb) central processing unit (cpu) to resolve the issue.

Event description:
A report was received stating a ventilator generated a blank display during patient use. The patient was removed from the ventilator and placed on an alternate device without harm. There is no report of death or serious injury associated with this event.